Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip with signs of activation. The shaft was deformed at the proximal end. The handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received in original packaging, the tip had signs of use with tissue debris around the active tip, saline residue was visible in the suction tube. The shaft was distorted. The device passed the electrical testing but failed the flow rate functional testing. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The combination of these tests was unsuccessful in clearing the blockage. The blockage was caused by a buildup of tissue debris at the distal end of the device. From internal investigation performed on the returned complaint device, were able to confirm the customer reported event that the electrode suction was clogged and did not work any longer. The device was found to fail flow specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during testing. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The product instructions for use cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product instructions for use warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4 h4: the device expiration date, complete UDI and date of manufacture have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4 h4: the device expiration date, complete UDI and date of manufacture are unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopy procedure, the vapr tripolar 90 suction elect device clogged and the suction did not work. It was reported that cleaning of the tip did not help. With a new one it worked well. There was a five minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.